Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump wont stay on. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was unable to reproduce the reported symptom "pump won't stay on." During evaluation, no discrepancies were identified associated to the reported problem. The unit powered on and alarmed system error 107, but did not power off. The device will be returned to the customer in the "as received" condition with a notification of the failure and a sticker indicating the device should not be returned to clinical use. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-01053 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The follow up manufacturer report provided on 03/30/2016 was incorrect. This manufacturer report 1314492-2016-01053 is reportable and should remain in the FDA database.